Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant was crowned. Unable to remove broken screw inside implant, removed implant. Area grafted. Another implant was used to complete the procedure. As a result of this event, no injury to the patient was reported. Tooth location # 3.

Manufacturer narrative:
An osseotite® certain® 2 implant 4 x 10mm (xifoss410) and unknown screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and a fracture on the threads screw (screw inside implant). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #3 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2015121199). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unknown screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2015121199) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown screw based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.